Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 1268-100 radiolucent targeting arm, 130° troch nail, batch 221229, was received for investigation. Upon visual inspection, it was observed that the screw securing the impactor pad had become detached. Functional testing was not performed due to the device's damage. The most likely cause of the reported failure is wear and tear resulting from repeated use. Complaint allegation is confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that the threaded collar for the 0826-000 impactor pad became unscrewed from the 1268-100 targeting arm along with the impactor pad, and now they¿re stuck together. This occurred during a trochanteric nail placement procedure with no patient harm. Debris was created, but the case was completed.